Event description:
Part of trellis catheter (not wire or balloon) broke off inside the sheath in right groin. The physician was the operator. The broken piece was in the sheath. Physician pulled everything including the sheath out. Patient's pedal and post tibial pulses were unchanged from pre-procedure.